Event description:
It was reported that three days post-implant, the svc and hvb impedances had increased over the previous two days. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead was returned and analyzed.